Event description:
It was reported the day after implantation, an echo was performed and revealed severe regurgitation. The valve was explanted and the surgeon did not detect any valve deterioration. The patient is stable. Additional information has been requested.